Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. The download data does not contain any timeouts, drive stalls or alarm. Blood was seen in the exposed portion of soft cannula and reservoir. The formed needle was inspected and there were no damages, deficiencies, or blunt edges. Housing vent was observed to be punctured. The reservoir was observed to be punctured on the backside. The damage observed on the housing vent lined up with the damage seen on the reservoir. This damage is indicative of post use damage. Fluid was unable to flow through the intended fluid path due to damaged reservoir.